Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening in the shell with sharp edge with stress marks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks due to surgical impact opening and no were observed creases on the device or issues related with the complaint. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported "any creases associated with hole." Device has been explanted.